Event description:
While the pt was being put on the dialysis machine, staff noticed arterial pressure at -20 upon start of blood pump. Found t connection had detached. Pump turned off and blood lines were immediately clamped. Saline segment of the t connection came off the line.